Event description:
During a ptca treatment procedure, the distal side of the maverick2 monorail 15x3.0 mm balloon developed a leak on the first inflation to six atms. The patient was asymptomatic during this event. The lesion being treated was a calcified, 75% stenotic lesion the proximal left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'fine.'